Event description:
Caller reported a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. A representative from technical support provided instructions for resetting the pump, and the caller was guided through the reset process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session.